Manufacturer narrative:
Product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that artifacts are constantly running on the device without any cause. There is no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that the console has software version v1.4.3 installed, this should be upgraded to v1.6.4. The ssd card is corrupted. Battery access panel screws are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the device gave false negative responses, did not respond to the stimulation electrodes. It did not detect a clearly distinct nerve during the event. The device's poor functionality was discovered on time. When connecting the stimulation electrode, it could be seen that the transmission was dropping out. The stimulation electrode - the connection was in green and within about 2-3 minutes it started charging again - the wheel was turning. When stimulation with the pacing electrode was started , it didn't work. The device was restarted, disconnected and reconnected the electrodes in the patient interface and then the stimulation electrode worked. There was no patient impact. There was no issue with the patient interface.